Manufacturer narrative:
(B)(4)

Event description:
It was reported that the mount (mmc15) did not disengage from the implant during surgery. The implant was removed. During the same surgery, another implant was placed with another mount. Tooth location 26.

Manufacturer narrative:
One osseotite® tapered implant was returned for inspection attached to a mating implant mount. A visual inspection revealed that the drive feature of the mount screw was rounded out. No device lot number was provided for the mount so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Information identified: pick-up and delivery of implant: care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. The mount was functionally tested. The implant was unable to be removed from the mount, as the mount screw drive feature was stripped. The complaint is therefore confirmed. A singular cause cannot be determined.